Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving morphine (10mg/ml at 3.6mg/day) and bupivacaine (10mg/ml at 3.6mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the pump motor stalled. The event date was unable to be obtained. No patient symptoms were reported. The environmental, external, or patient factors that may have led or contributed to the event was noted to be an MRI (magnetic resonance imaging). The troubleshooting performed was pump interrogation. The pump was replaced. The issue was resolved. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.